Event description:
It was reported that this right ventricular (rv) lead exhibited gradual decrease of pacing impedance that became out of range. There was also a slight increase in thresholds present. The lead remains in service no adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).